Event description:
It was reported that the pt underwent bilateral common femoral artery sheath placement; bilateral internal iliac artery selective catheterization; bilateral internal iliac artery placement of balloon tipped catheters for preoperative occlusion hypogastric arteries - uterine arteries. The purpose of the insertion of the occlusion balloon catheters (obc) in the left and right groin area was so that the balloon could be inflated at the appropriate times to stem the pt's blood flow to, in, about, and around the area of concern. The physician informed the pt that the obc in the right side of the groin failed. It was neither replaced nor removed. The pt underwent a c-section and hysterectomy. A few hours following surgery, the pt experienced numbness in and around the area of her left thigh, starting from around the knee upwards. The pt had no sensation in her leg for as far as she could reach from the prone position. Following removal of the obcs approximately 24 hours later, the pt was still experiencing numbness. Pt was discharged 8 days after surgery. Pt experienced bleeding for many days following the procedure and was readmitted. On the fifteenth day following the surgical procedure, the pt was taken to radiology to attempt to locate the source of the bleeding. After complaining to the physician regarding the numbness and examination of the pt's left leg and thigh a blood clot was discovered in the artery. It was determined that due to the length of time the clot had been lodged, its size and state, the clot could not be dislodged and/or dissolved, that the artery could not be saved, and that the only option was bypass surgery, which was performed.

Manufacturer narrative:
The device was not being returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).